Manufacturer narrative:
This is a duplicate report. The original report was submitted on 20-apr-2020 under MDR # 2032227-2020-106286.

Manufacturer narrative:
The follow up report was submitted in error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 45 mg/dl the customer states that the insulin pump had an audio or vibrate anomaly. The customer stated that the device was not making any sound or vibrating when alarming. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. Customer's other blood glucose level was 60 mg/dl. Customer treated low blood glucose with orange juice. No harm requiring medical intervention was reported. Customer declined trouble shoot for low blood glucose. The insulin pump will not be returned for analysis.